Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery test alarm. Pump did not alarm with replace battery now. Customer¿s blood glucose value at time of incident was 250 mg/dl and current blood glucose value was 161 mg/dl. Customer dis not allege pump was under delivering. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unable to verify failed battery alarm due to blank display anomaly. Device received with cracked retainer, minor scratched display window and scratched case.